Manufacturer narrative:
All available information was investigated and the reported difficult to open was confirmed via returned device analysis. In addition, a torn clip cover, twisted and scratched l-lock tabs, frayed lock line, bent and scratched actuator coupler were observed. Based on available information, a cause of the reported difficult to open could not be determined. It is possible that procedural conditions during clip insertion (unintended curves/tension on device introduced by patient anatomy) contributed to the issue; however, this could not be confirmed. The observed torn clip cover, material twisted (l-lock tabs), scratched material (l-lock tabs and clip-actuator coupler), frayed lock line and deformation (clip-actuator coupler) were cascading effects of the difficult to open and troubleshooting performed by the user. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip cover torn it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, when the clip was in the left atrium, the clip would not initially open. Troubleshooting was performed, but failed. Therefore the cds was removed with the clip attached and the procedure was successfully completed with a new clip. One clip was implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The return device analysis revealed that the clip cover was observed to be torn and the lock line was observed to be frayed at the harness.